Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On 23-nov-2023 the lens was exchanged with a longer length lens and this resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).